Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin within the cartridge, and the customer performed the air removal technique incorrectly. Tandem technical support educated customer on cartridge/insulin labeling. The customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.